Event description:
Caller reported not seeing any insulin drops at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and successfully resumed insulin.